Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
The patient reported through a manufacturing representative that they had periodic episodes of these symptoms (experienced increased pain, withdrawal symptoms, and flu-like symptoms) and wanted to know if the issues were indicative of a pump issue. The patient just thought the symptoms were related to his other medical condition, which the manufacturing representative was not aware. The patient would be ill for a couple days (complete fatigue, flu-like symptoms, could not get out of bed). Then, he would be fine again. The patient reported that nobody could explain why they had these symptoms, and they had them from 2012 on. The patient's pump was replaced, and they had no more episodes thus far. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). The medications being delivered by the system were bupivacaine at 30mg/ml and morphine at 4mg/ml. The doses and lot numbers were unknown.